Event description:
It was reported that the zimmer air dermatome ii handpiece loses power and the head of the device tilts. No add'l clinical info was received prior to this report. If add'l info is received, a f/u medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 01/24/2012 and has no repair history at zimmer surgical. Eval of the device observed damage to the head of the device and that the leading edge of the control bar was not positioned properly with the master blade. The device operated within motor speed specifications with the testing hose, but operated so erratically with the customer's hose, which was not the provided hose for the air dermatome ii, that the motor speed could not be captured. Prior to repair, the device was within calibration specifications at all tested thickness settings. Post repair analysis revealed resistance when manually rotating the motor. Repair of the device included replacement of the head and all standard repair parts. Improper handling and lack of preventative maintenance likely caused the damage to the head, the incorrect hose being used and the resistant motor, which most likely caused the customer's reported events. Additionally, using a hose that is not recommended for this device can affect the functionality and the power of the device. The device was serviced and returned to the customer.